Manufacturer narrative:
The other relevant components include: product ID: 8709sc, lot# 0206338478, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (22.9 mg/ml at 22.007 mg/day) and bupivacaine (17.1 mg/ml at 16.433 mg/day) via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, the patient noticed the pump was sounding; it was also reported this had been occurring since (B)(6) 2017. A hcp at the pain unit checked the pump on (B)(6) 2017, and observed the event (motor stall). The event date was provided as (B)(6) 2017. The hcp tried to give a simple bolus, but it was impossible to restart the motor. It was reported that the patient did not have "hipoperfusion symptoms," so the hcp suspected that the catheter was broken because the "rx" showed that the catheter was in the column. Surgical intervention did not occur nor was planned. It was stated the pump and catheter were implanted - out of service, and would not be replaced by a medtronic product in the future. The patient status was alive - no injury. The issue was not resolved. There were no contributing factors to the event. There were no reported symptoms. No complications were reported at this time. Photos of the 8840 during interrogation were received. The motor stall occurred on (B)(6) 2017 at 19:04. The pump was interrogated on (B)(6) 2017, and the pump was still in the motor stall state. Additional information was received. It was stated a catheter break was suspected because the volume expected and the real volume were equal. Since the motor stall had not provoked symptoms of morphine deprivation after 48 hours, they suspected the drugs were not entering into the intrathecal space. A catheter break had not been confirmed, though. The patient did not experience any symptoms. No actions were taken to resolve the event, but the patient was being treated with oral medication.